Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autoguard bl 22ga x 1.0in leaked. The following information was provided by the initial reporter: the customer reported about leakage from the connection to the ext. Tubing.

Event description:
It was reported that insyte autoguard bl 22ga x 1.0in leaked. The following information was provided by the initial reporter: the customer reported about leakage from the connection to the ext. Tubing.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/10/2020. H.6. Investigation: our quality engineer inspected the sample photographs submitted for evaluation. The photographs provided did to provide sufficient evidence to identify or confirm the reported issue. Through the microscopic visual evaluation of the returned sample damage as not observed to the catheter tubing, the body of the adapter or the inner rim/outside threads of the adapter (luer). A leak test was performed where leakage was not observed. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.